Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump was giving a no delivery alarm and a compromised force sensor system alarm. Customer was changing out the infusion set and when he tried to rewind the pump, he had an issue. Customer's blood glucose was over 200 mg/dl at the time of the incident. Caller stated that she is unable to describe any damage to the drive support cap. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Caller mentioned that the customer is on an old pump and he got no delivery alarms on both of the pumps. Caller declined troubleshooting for the alarm on both pumps. Customer is not at home and is using his old pump.

Manufacturer narrative:
No belt clip was received with the pump. The pump passed the off no power, displacement, rewind and basic occlusion tests. The pump gave constant failed battery test alarms during the unexpected restart error test. The pump was received with high idle/run currents and the back light feature not turning on due to moisture damage on all electronic assemblies. Unable to prime the pump during the prime test due to moisture damage on the force sensor resistor. The pump had minor scratches on the lcd window, a partially broken off reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, a broken belt clip slot, a missing end cap sticker and a protruded/tilted drive support disk.